Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not vibrate. Customer reported the issue has persisted for the past few months. The customer stated the battery was not low on the insulin pump. Customer also reported the insulin pump did not vibrate during a self-test. The customer's blood glucose was 37 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken black vibrator motor wire. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.